Event description:
It was reported via repair work orders that the auxiliary power cord was disconnected from the bed inlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.